Event description:
A nurse reported that during four separate procedures, a system advisory displayed, which resulted in the system being rebooted to complete each case with a delay. The delay was noted as a total of 90 minutes for all four cases. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and was unable to duplicate the customer reported problem; however, system message "vent valve failed closed" was found in the system's event log. The company rep replaced the solenoid spacers and tightened the solenoid shoulder screw as a precautionary measure. The system was then tested and met all product specifications. No samples were returned for eval. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. An internal investigation has been opened to address reports of the system message reported due to degraded solenoid spacers and loose shoulder screws respectively. (B)(4).